Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 504 mg/dl at the time of incident. The customer¿s current blood glucose value was 440 mg/dl. The customer had pain at stomach area because sure-t infusion set was accidentally pulled out. The customer treated high blood glucose with insulin pump. The customer refused to do troubleshooting because customer knew it wasn't the insulin pump causing the issue. Customer did not receive a sensor updating/sg value not available alert. Customer did receive a calibration not accepted alert. Customer did not receive a change sensor alert. The insulin pump will not be returned for analysis.